Manufacturer narrative:
Upon arriving for service at the lumenis service depot, the system was tested and was determined to meet specifications. An inspection of the system found evidence of debris on the sapphire tip. This foreign material contamination appears to be the root cause of the incident. The service depot cleaned the tip to remove debris. System testing confirms the device meets mfg specifications. The customer was sent a letter containing detailed instructions for proper cleaning of the lightseer sapphire tip.

Event description:
Customer reported 3 pts burned with superficial to first degree burns at the usual and/or minimal fluences. Per the customer, only otc products were recommended for the burns.